Event description:
It was reported that during a laparoscopic gastric band port revision, one of the hooks on the device would not retract while using the port applier. Another port was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) - damaged hook and link the injection port with the locking connector, tubing strain relief and 4cm of catheter and the inner lid were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was in unlocked position and that three (3) hooks were retracted and one (1) was deployed (note that the tip of this hook is slightly bent). The locking connector was in the locked position. Biological debris was observed around the housing location, inside of the actuator ring and the hooks. A functional test was performed on the injection port with an unsuccessful result. It was observed that the hook with the tip slightly bent does not retract. As result of the visual and functional investigation, the injection port was disassembled and it was observed that the three (3) links were present and localized at the correct location (link between the actuator ring and hooks). The fourth hook (hooks slightly bent) was not longer linked with the hooks, only attached on the actuator ring which will lead to the inability to retract the hook. A review of product's instructions for use (IFU) was performed with regard on inability to retract hooks. The IFU states that during a revision surgery, it may be necessary to clear tissue growth around the injection port and fastening hooks before the injection port can be removed. Tissue growth may impede the ability to rotate the actuator ring and retract the fastening hooks. A potential cause of the reported event is that excessive force was used during the explantation on the injection port as evidenced by the tip of the hook where the link was bent was also slightly bent.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.